Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/19/2007.

Event description:
A surgeon reports a pt with a decrease in bcva following custom myopia with astigmatism surgery on the left eye. Pt records indicate at 3.25 months post-op the left eye exhibited a 2-line decrease in bcva. Ucva improved from 20/400 to 20/25. Additional information has been requested.